Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint. The fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the evaluation. Fa confirmed and replicated to the reported complaint. The usm errored out and triggered a 319 error, indicating a fault with the rolling loop. A visual inspection of the spar showed that the rolling loop was tangled up and not able to move freely on the insertion axis. As a fix, the rolling loop will be replaced. The spar subassembly will be replaced to accommodate the repair. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a rectopexy procedure was performed on system sk2194 on (B)(6) 2022. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer was encountering faults on universal surgical manipulator (usm2). The customer did not document the fault, but the technical support engineer (tse) was able to review logs and noted fault 319. The customer had to disable usm2. Customer tried power cycling the system and the fault was still present. Customer continued with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the system was checked upon powering on and there were no errors at power up. The usm just stopped working. Patient information was requested, but not provided.